Event description:
Reportedly, the respiratory therapist found that the ventilator was unexpectedly shutdown on a pt. The ventilator alarmed constantly and it did not power back on again. The ventilator was running on ac power at the time. The pt was ambu bagged and then switched to another ventilator. Please note that there was no permanent injury in this case.

Manufacturer narrative:
The exact date of event is unk. It was sometime in 2009.